Event description:
Medtronic mosaic porcine heart valve needs to be replaced because of too high of a pressure gradient. Cardiologist reports that their hosp no longer uses that brand because of repeated problems.